Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump and follow the on-screen instructions to load a new cartridge. However, the error recurred even after attempting to load a second new cartridge, leading technical support to decide on replacing the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy and instructed on how to return the malfunctioning pump via a pre-paid label.